Manufacturer narrative:
Medical records have been reviewed by post market clinical staff and physician. The patient is a (B)(6) year old female with esrd on pd who contracted peritonitis through touch contamination. This event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specifications. Peritonitis is a known risk for peritoneal dialysis, usually caused by a breach in aseptic technique. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported on (B)(6) 2014, the patient was diagnosed with peritonitis. The patient's (pd) nurse stated the patient was very constipated prior to her infection and that there was a breech in aseptic technique, resulting in touch contamination. The patient stated she was having a difficult time setting up during her constipation and most likely contaminated the connection. The patient was not hospitalized and medical records indicated that the patient received antibiotic treatment for her infection.